Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 550 mg/dl. Customer¿s blood glucose was 373 mg/dl at the time of call. Drive support cap was normal. Customer was treated with manual injection. Customer was assisted with troubleshooting for high blood glucose. Insulin pump pass the high pressure test. The reservoir will not be returned for analysis.